Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that a wallflex duodenal stent was to be implanted during a stent placement procedure performed on (B)(6) 2024. It was reported that the stent was torn. There were no patient complications reported as a result of this event.